Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the agent documented that the user experienced persistent high blood glucose (bg) readings after a supply change, peaking at 400 mg/dl. Troubleshooting revealed infusion set and adaptor issues, which were corrected by performing another supply change with new components. Insulin therapy was resumed, and bg began trending down, reaching 385 mg/dl before stabilizing. The user's lowest blood glucose (bg) recorded was 385 mg/dl and highest was 400 mg/dl. The ilet alerted for the event, and symptoms included dry mouth. Bg was corrected with a supply change. No prolonged out-of-range period requiring outside assistance or medical intervention was reported at the time of call.